Manufacturer narrative:
There was no button error alarm on the insulin pump during testing. The device had intermittent act button response due to corroded keypad traces. The insulin pump passed the rewind test, basic occlusion test and displacement test. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they used the bayer meter, transferred their blood glucose to the device and received a button error alarm. Customer's blood glucose reading was 347 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.